Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed no disposable. The patient was not comfortable troubleshooting the system and was not able to check for air bubbles in the line. Per reporter residual volume was: 6.9 ml, rate 2.2 ml. Hr and 91.75 ml was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.